Manufacturer narrative:
No work was performed by philips as the customer did not respond to the quote for onsite service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report their display was dim and requested on-site service to resolve the issue. On-site service is currently pending.

Manufacturer narrative:
H10: it was determined that the issue will be resolved by the replacement of the user interface (ui) printed circuit board assembly (pcba). The repair for this unit cannot be conducted at this time due to the user interface (ui) printed circuit board assembly (pcba) being on backorder. The material has already been requested and an order for the user interface (ui) printed circuit board assembly (pcba) was placed to conduct the repair of this unit. The material ordered insert recommended part replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: a field service engineer (fse) went onsite and replaced the light crystal display (lcd), user interface (ui) printed circuit board assembly (pcba), lcd cable, and ui pcba to lcd cable to upgrade from the 1st generation display to the 2nd generation display. The fse replaced the lcd, ui pcba, lcd cable, ui pcba to lcd cable to upgrade from the 1st generation display to the 2nd generation display to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Investigation is ongoing. Codes were updated to reflect correction.